Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, an exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (model zct450, +28.5 diopter) was implanted in the left eye of a female patient on (B)(6) 2017. Reportedly, the lens was explanted on (B)(6) 2017 because of residual astigmatism and decreased visual acuity. A different lens model (zct150) with the same diopter size, was implanted as a replacement. No incision enlargement and no vitrectomy was performed. Sutures were used to keep the incision water-tight. The patient was reported doing fine when discharged. Visual acuity pre-initial implant: 20/50 (with glasses), visual acuity post-initial implant: 20/60 (without glasses), visual acuity post-replacement: 20/40 (without glasses). No further information was provided.